Event description:
It was reported that the artificial urinary sphincter (aus) device had performance issues. The physician suspected the device was perforated, however he was not able to locate the hole. All components were explanted and replaced. There were no patient complications related to the device